Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, when the guidewire package was opened the tip of the guidewire was found detached. The procedure was completed with another jagwire with no patient complications.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. Although the device has been returned for evaluation, a failure analysis of the complaint device has not yet been completed. Upon completion, if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The device presents the pebax section damaged, exposing the core wire tip. An investigation was performed with the available information and efforts were taken to enable the determination of a root cause and the establishment of appropriate corrective actions results. It is possible that during the clinical attempt (unpacking/preparation), the device could be handled improperly, thereby, causing the damage found. Therefore it is most likely that the damage was caused due to manipulation during preparation. Hence the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, when the guidewire package was opened the tip of the guidewire was found detached. The procedure was completed with another jagwie with no patient complications.